Manufacturer narrative:
The lens remains implanted. (B)(6). (B)(4). Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint could not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of the intraocular lens (iol), glistening or whitening was observed. There was no patient injury. No additional information was provided to abbott medical optics.